Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) more often. The patient underwent ipg replacement and was doing well postoperatively. The explanted device was discarded and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.